Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h3, h6.

Event description:
Device has been explanted

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold. A microscopic analysis was performed which identify crease sharp, stress mark, wear abrasion. Based on the device analysis the final assessment is: a crease sharp in the posterior side assessed as fold flaw opening. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and rupture. Device remains implanted.